Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, upon the third firing for small intestine resection (proximal pancreaticoduodenectomy ) with the reload, the handle did not fire. The handle was replaced by new one. The same issue occurred. The reload was replaced with a new reload. The device did not fire. The tissue was not thick. Then the surgeon attempted to fire the device again. The device worked fine. Handle will not be returned for investigation. UDI number is not available. The event occurred in use for patient. The procedure was completed with another device. The status of the patient: no problem. The patient gender is not available. The patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends and an evaluation of the returned device. Visual examination of the staple cartridge noted that the reload was pre-fired and engaged in interlock. The reload was loaded into a pmv instrument for functional testing and tested satisfactorily. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.